Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed a cut at the tube. The reported condition was verified. The cause of the condition was determined to be damage caused by the packaging machines. This occurred when a set was incorrectly placed in the pouch prior to packaging, leaving parts of the set outside the pouch and exposed to the packaging machines' blades. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) center. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system, non-dehp continu-flo solution set was split between the y-sites. This was discovered during priming when it was noticed that fluid was dripping. There was no patient involvement. No additional information is available.